Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
During set up for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console went blank. There were no adverse consequences to the patient as a result of this event.